Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and having fatty liver, cyst on pancreas and kidney issues. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging seeing particles in tubing/chamber and having fatty liver, cyst on pancreas and kidney issues. On the previously submitted report section h1 had incorrect data. Section h1 has been updated / corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles also patient alleged to having fatty liver, cyst on pancreas and kidney issues related to a CPAP device's sound abatement foam. The reported event of having fatty liver, cyst on pancreas and kidney issues also particles in tubing was reviewed by the pms clinical expert. There is no report of the medical intervention that the patient has received at this time.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and having fatty liver, cyst on pancreas and kidney issues. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of grey dust-like contaminant and hair-like objects observed on top enclosure near accessory module port, indeterminate black particle found under top enclosure and on top edge of front panel, indeterminate orange particle and hair-like objects found on back of front panel, grey dust-like and hair-like objects found inside bottom enclosure, indeterminate blue fabric-like object found under blower box cover, black residue consistent with findings of keratin observed at blower outlet and on blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found 3 instances of continue error e-53 and 1 instance of stop error e-200. The manufacturer concludes there was evidence of grey dust-like contaminant and hair-like objects observed on top enclosure near accessory module port, indeterminate black particle found under top enclosure and on top edge of front panel, indeterminate orange particle and hair-like objects found on back of front panel, grey dust-like and hair-like objects found inside bottom enclosure, indeterminate blue fabric-like object found under blower box cover, black residue consistent with findings of keratin observed at blower outlet and on blower outlet seal. The manufacturer confirmed there was no evidence of sound abatement foam degradation.